Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in 9t at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technician found the left foot caster was the issue. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2009 and 2013-2014. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.